Event description:
Customer's sister reported that on 13 mar 2006, the customer received a reading of 119 mg.dl. The customer was unresponsive and could not talk or walk. Paramedics were called and checked his blood sugar, which was reported to be 34 mg/dl. He was brought to the hospital. Treatment for the event was not provided. In this case, reading is within normal range, but the signs and symptoms presented by the customer and actions taken by the paramedics are not consistent with the customer's meter reading.